Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's wife contacted boston scientific and stated that the patient was in the hospital due to a (B)(4). A request for additional information was sent to the boston scientific sales representative with no success at obtaining additional information. No additional adverse patient effects were reported. The device and leads remain implanted in the patient.